Manufacturer narrative:
Manufacturer's investigation conclusion: elevated power and flow events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events cannot be determined through this evaluation. Four log files were submitted which contained overlapping data from (B)(6) 2021 14:11:18 through (B)(6) 2021 13:08:22. Transient elevated power events greater than 8.0 watts were captured on (B)(6) 2021. Power elevated to as high as 8.9 watts, and estimated flow reached 10.9 lpm during this event. Prior to and after the elevated flow and power event, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas IFU provides an explanation of each of the pump parameters (including pump power and flow) in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 12dec2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the hospital and higher flows/powers were noted. The patient had no symptoms of hemolysis. The log file noted several power/flow elevations between (B)(6) 2021 and (B)(6) 2021. Elevated powers were in the 7-8w range and remained above baseline since (B)(6) 2021. The patient was noted to have low hemoglobin at 7.8 g/dl. It was noted that the patient's outflow graft is kinked and has a possible clot. Further power/flow elevations were recorded in the log file between (B)(6) 2021 and (B)(6) 2021. The patient was placed on heparin and was discharged on (B)(6) 2021.